Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was itchy and irritated. The patient consulted the doctor at an scheduled appointment, who prescribed a topical cream (muprocin 2%) to be applied once for two days after any irritation developed.